Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable human chorionic gonadotropin, stat (hcgs) result on their e411 disk analyzer. All testing was performed on the same analyzer. The patient's initial hcgs result was 157.4 miu/ml accompanied by a data flag and it was reported outside the laboratory. The sample was then placed in the freezer. On (B)(6) 2012, the patient had another sample drawn and the result was <0.5 miu/ml. This sample was then placed in the freezer. Based on the new result, the first sample was pulled from the freezer, thawed, and repeated. The sample had been clear during the initial test, but was very hemolyzed after freezing. The repeat result was <0.5 miu/ml. The sample was then placed back in the freezer. On (B)(6) 2012, both samples were pulled from the freezer, thawed, and repeated. Both samples had results of <0.5 miu/ml. The customer was advised that per the product labeling, the sample is only to be frozen once. The customer considered the repeat results of <0.5 miu/ml to be correct. There were no adverse events. The hcgs reagent lot number was 16697301 and the expiration date was 02/28/2013. The field service representative found that the high voltage power supply was misadjusted. He verified the system voltages, temperatures, and mixer speed. He ran performance testing. He adjusted the high voltage power supply and deleted all calibrations. He performed a blank cell calibration and calibrated all active assays. He ran daily quality control and a precision test. All test results were within guidelines and the customer's established ranges.